Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed no anomalies. Analysis of the catheter revealed that the sutureless connector had coring/tears/cuts in the seal which met leak criteria.

Event description:
It was reported that this device and catheter were explanted, returned, and that there was no event. There were no reported patient symptoms or injury. However, analysis revealed an anomaly. This device system delivered morphine.